Manufacturer narrative:
Concomitant medical products: medications - lovaza, plavix, percocet, metformin, lisinopril, carvedilol & rosuvastatin. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As stated in the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleaks.

Event description:
The following was reported to gore by the clinical sales specialist: on (B)(6) , 2018 the patient had three gore® excluder® aaa endoprostheses implanted to repair an abdominal aortic aneurysm (aaa). On an unknown date in (B)(6) 2019, the patient had a CT scan performed and a proximal type 1a endoleak. A re-intervention was scheduled and on (B)(6) 2019 the patient had two additional gore® excluder® aaa endoprostheses (aortic cuffs) and two other devices (aptus). After final imaging was taken, a type iii endoleak was reportedly noted. The physician stated that it was most likely due to angle in the location where it was placed which may have caused some bird beaking. It is reported that the blush on the angiogram is very light and appears to be fixing itself. The physician will monitor the patient, and no further treatment is scheduled at this time. The patient reportedly tolerated the procedure.